Event description:
8/26/24: additional information received in in-box on 8/20/24. Attached email and revision op report. Preoperative/postoperative diagnoses indicate painful left knee arthroplasty. Indications: she had radiographic findings consistent with likely polyethylene wear and associated osteolysis. She was relatively asymptomatic with respect to the knee with only mild discomfort. Operative note: there was abundant synovitis which was white synovitis throughout the knee. There was marked wear of the polyethylene posteriorly. There was significant osteolysis evident involving primarily the lateral aspect of the distal femur with some osteolysis medially as well. However, there is no evidence of significant femoral loosening in spite of relatively significant impaction. Similarly, with respect to the tibia, there was some osteolysis involving particularly the posterior medial aspect. There was likely some osteolysis posterior laterally as well but I was not able to access this directly. However, there was no significant loosening of the tibia. Previous x-rays show the components in acceptable position. Given the absence of loosening, acceptable position of the components. And relatively like mild symptoms from the patient, I did feel that retention of the components was warranted. The patella was evaluated as well. There was only slight wear medially. However, given the implant involved, I did feel that patellar revision was warranted given the small amount of wear. The patient was revised to exactech devices. Additional information received from legal on 01dec2023: 8. Plaintiff was implanted with the following exactech device: knee. 9. Leg in which the exactech device was implanted: left. 10. Date the exactech device was implanted: (B)(6) 2016. 11. State in which the exactech device was implanted: (B)(6). 12. Date the exactech device was surgically removed/revised: (B)(6) 2023. 13. Pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff's mobility and quality of life necessitating a revision surgery. Plaintiff endured pain following surgery during the rehabilitation period and required physical therapy. Plaintiff's ability to perform normal physical activities has been consequently limited. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. *original description summary* experience report - USA - (B)(6) - dr. (B)(6). It was reported that a 76 yo female patient, initial left knee implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2023, approximately 2 years 3 months post the initial procedure. The patient returned to the surgeon¿s office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient underwent a poly tibial insert swap and patella implant swap. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No device returns anticipated for analysis. The implant(s) were sent to the lab and legal at the hospital. No further information.

Manufacturer narrative:
D10 concomitants: (B)(6), 200-02-29 - three peg patella 29mm, (B)(6), 02-010-03-0225 - logic cr femoral cem, left sz 2.5, (B)(6), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02391. This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Additionally, the sequence of events as related to the reported wear and instability cannot be confirmed and the contributions of each to the reported event cannot be determined. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."